Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a shock for due to oversensing. Boston scientific technical services (ts) discussed that morphology changes at higher heart have been observed, and considerations to reprogramming the sensing vector were discussed, and reprogramming was going to be done. There were no adverse patient effects reported, but it was provided the patient was in a wheelchair and not very communicative. The system remains in service.